Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: a new suture was used to seal the loop at a point 1mm after the insertion point of the external rectus muscle in intermittent exotropia surgery. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. * were there any patient consequences? Information requested is unknown. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an intermittent exotropia procedure on (B)(6) 2023 and suture was used. The external rectus muscle was cut off, and the suture was broken when pulling the external rectus muscle. After the hook temporally held the broken end, a new suture was used to seal the loop. No reported adverse patient consequences. Additional information has been requested.